Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. They thought the patient had an infection but it ended up not being, sore throat maybe from blood sugar being high, and muscles were sore. Patient¿s blood glucose exceeded 500 mg/dl while wearing the pod between 24 and 36 hours on the infusion site (leg) and felt sick. Talked to on-call doctor and after the emergency room visit the doctor upped the basal dose. Patient tried to bolus and then went to the emergency room. The patient's treatment included five (5) units of insulin, fluids, and patient was told to drink more water. Patient¿s history: saturday 11:30am 476 , ate something and gave a bolus, 1:00pm-353 , 2pm-347 , gave another bolus still high , 3:30pm-294 , gave a bolus again still high , 4pm-363 , checked again 1/2 hour later to 5:06pm , gave another bolus went to 272 , then stayed at 300-500.